Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter: the customer noticed "black colored particle on patient side needle of a multisample needle."

Manufacturer narrative:
H.6. Investigation summary bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on needle with the incident lot was observed. Additionally, fourier transform infra-red spectrometry (ftir) was performed and the fm profile strongly resembles that of polysyrene mixed with needle lubricant that would normally be found on the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer noticed "black colored particle on patient side needle of a multi sample needle. ¿